Event description:
Boston scientific received information that this device was explanted due to premature battery depletion. The device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field, this device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.